Event description:
A customer observed a falsely elevated outlier result for a pt sample with the vitros total b-hcg ii assay on their vitros eci immunodiagnostic analyzer. The pt's physician questioned the result, requested repeat testing of the sample and had scheduled surgery for the pt delayed for 90 mins to allow the repeat testing of the sample. There was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc. Complaint no.

Manufacturer narrative:
Repeating testing of the original sample and testing of a second collected sample determined that the original result was falsely elevated and not repeatable. An ocd field engineer went to the site and observed signs of fluid contamination of the incubator and excessive wear of the well shuttle and evaporation cap cover. The field engineer made the necessary repairs to return the instrument to expected operation. The root cause was determined to be instrument related and appropriate repairs brought the instrument back to expected operation.